Manufacturer narrative:
The tech isolated the issue to the trend gas spring. He replaced the trend gas spring to repair the bed.

Event description:
Info received indicates the bed will not go into trendelenburg.